Event description:
It was reported that (1) 35ol device was used during a thoracoscopic sympathectomy procedure. It was reported by the rep that the trocar plastic tip fell off during insertion into the thoracic cavity. The surgeon pulled out with grasper and completed the procedure. No other product was pulled and there was no consequence to the pt.